Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant of a 23mm sapien 3 ultra valve. Approximately 1 year and 9 months after the implantation, the patient presented a severe paravalvular leak, causing dyspnea and hemolysis. It was decided to implant a plug and the leak decreased around 70/80%. The patient was noted as to be stable with improvement of symptoms after the plug procedure, no more intervention planned and was noted as to be discharged. The original valve implant position was 90:10, 3-4 mm in the lvot by CT but only mild pvl observed after tavi. The original valve implant position was 90:10, 3-4 mm in he lvot by CT but only mild pvl observed after tavi. Unsure about the root cause of the severe pvl almost 2 years after the implant.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.